Manufacturer narrative:
Correction removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged the ipg as recommended. As a result, the ipg is non-functional and can no longer communicate with charger or programmer. The patient will undergo surgical intervention to address the issue.